Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1600275 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loading. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a loose clip taped to the handle. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The clip was able to properly load into the jaws of the applier. However, the clip was unable to close due to the jaws being misaligned upon closure of the clip. This was repeated with the same result. The sample was disassembled in order to inspect the internal components. Upon disassembly it was found that the bottom jaw was bent which caused the jaws to be misaligned. No other damages were observed. The damage to the jaw prevented the clips from closing since the jaws were misaligned. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not ligating when loaded" was confirmed based upon the sample received. Upon functional inspection, it was found that the bottom jaw was bent which caused the jaws to be misaligned and prevented the clips from closing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips are not ligating when loading. There was no patient injury.